Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back is confirmed and was determined to be a manufacturing related issue. One 4 fr s/l nxt clearvue groshong catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned catheter, and the two-piece connector with non-vad extension tubing was returned attached to the device. A functional test of attempting to infuse water into the catheter using a 12 ml syringe attached to the two-piece connector was unsuccessful due to the blood occluding the device. A microscopic observation revealed a measurement of the distal groshong valve to be out of specifications of its drawing with the valve being too small in length. The complaint of a groshong catheter causing bleed back is confirmed and was determined to be due to a manufacturing related issue. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, back flow occurred into the catheter. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2023. On (B)(6) 2023, back flow occurred into the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.